Manufacturer narrative:
The majority of the details for this report were provide by a local zimmer biomet sales associate, (B)(6), via interview with the hospital staff. (B)(6) also conducted a follow-up phone interview with the v.p. Of patient care services, (B)(6), rn. It was during that phone interview that (B)(6) reiterated the concerns detailed by (B)(6). She stated that some patients experienced elevated blood pressure within 1-2 minutes following the injection of accufill material. Other patients experienced a drop in blood pressure. One patient experienced a myocardial infarction. It was unclear whether or not that was the same patient that experienced cardiac arrest during the procedure. In the phone interview, (B)(6) also stated that the patient the experienced cardiac arrest during the procedure was revived during the procedure, but then later passed away during recovery. The nurse anesthetist also mentioned to (B)(6) that the one patient she said suffered an mi following injection of accufill was older, had copd and poor health, with an elevated potassium level. Also, the patient had been cancelled for the same procedure scheduled in the past for medical clearance reasons. (B)(6) requested medical records for these cases including operative data. At the time of this initial investigation, no medical records have been received. At this time, it is difficult to asses the relationship between the accufill injection and patient medical history with these events without further information. A supplemental MDR will be submitted when more information becomes available.

Event description:
Nurse anesthetist stated she has seen a few cases recently where following the injection of accufill used with subchondroplasty product, during percutaneous inject, that patients have experienced elevated bp. In two similar cases recently, one patient experienced a cardiac arrest(in the recovery room following the surgery, I believe she mentioned) and a second suffered an mi. She did also mention that these were older patients with other compromising factors that may have contributed. In the cases she has seen this it is delayed and happens after the material is injected, usually during the arthroscopic part that follows injection. She questioned if the calcium component in the accufill calcium/phosphate material could become ¿systemic¿ following injection into the bone being treated, leading to the increased bp. She also said she does not believe the increase in bp is caused by pain or pressure injecting, as respiration does not increase and pressure does not increase until after percutaneous drilling and injection is done.

Manufacturer narrative:
The majority of the details for this report were provide by a local zimmer biomet sales associate, (B)(6), via interview with the hospital staff. (B)(6) also conducted a follow-up phone interview with the (B)(4), (B)(6). It was during that phone interview that (B)(6) reiterated the concerns detailed by (B)(6). She stated that some patients experienced elevated blood pressure within 1-2 minutes following the injection of accufill material. Other patients experienced a drop in blood pressure. One patient experienced a myocardial infarction. It was unclear whether or not that was the same patient that experienced cardiac arrest during the procedure. In the phone interview, (B)(6) also stated that the patient the experienced cardiac arrest during the procedure was revived during the procedure, but then later passed away during recovery. The nurse anesthetist also mentioned to (B)(6) that the one patient she said suffered an mi following injection of accufill was older, had copd and poor health, with an elevated potassium level. Also, the patient had been cancelled for the same procedure scheduled in the past for medical clearance reasons. (B)(6) requested medical records for these cases including operative data. At the time of this initial investigation, no medical records have been received. At this time, it is difficult to assess the relationship between the accufill injection and patient medical history with these events without further information. Several attempts have been made to gather additional information. At this time we will move forward with the complaint with the information received.

Event description:
Sales rep heard from nurse anesthetist that a few cases recently after receiving the injection of accufill have experienced elevated bp.